Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported suture break. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of plunger and this would result in a failure to retrieve the suture during the needle plunger retraction and may appear similar to the user as the reported suture break. Based on visual and functional analysis of the returned device, the cause of the incident was related to the operational context at time of use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, a suture break occurred when the plunger was retracted. The proglide was removed and hemostasis was achieved using a second proglide device. Due to non-arterial tissue tract oozing, a conjunctive non-abbott compression and wound dressing was applied for 30 minutes. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.